Event description:
It was reported that during attempted insertion of the iab through the introducer sheath, the iab became stuck and could not be advanced. As a result, the iab was removed and replaced. There were no patient complications.